Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from the implantable cardioverter defibrillator (ICD) due to af (atrial fibrillation) with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.